Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: a review of the pump black box showed a power interruption on 17-mar-2018. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned; a test cap was able to fit securely to the pump and was used for the investigation. During testing, the pump was successfully run on a 24-hour basal program with no reboots or power loss occurring. The pump¿s cover was removed and no evidence of moisture was observed in battery compartment or inside the pump. There was no evidence of damage or loose components observed to the power printed circuit board. The complaint of no power was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.